Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device and x-rays must be available in order to determine the exact root cause of the complaint event. However, based on the information provided in the event description, the fall of the patient is the most probable reason for the reported dislocation of the implant. Indeed, these devices are not supposed to withstand loads such as the ones present in a fall, as it is explained in the instructions for use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient experienced a fall. Upon x-ray examination, the surgeon noticed the baseplate was loosened requiring a revision surgery."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "patient experienced a fall. Upon x-ray examination, the surgeon noticed the baseplate was loosen requiring a revision surgery."